Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign materials inside the air/water cylinder, air/water tube, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from flexibility adjustment ring. The device was pre-cleaned, manually brushed and rinsed on the tower, and reprocessed in an annually maintained and validated washer-disinfector. The instructions for use states the detection methods associated with the event in "evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection." And the prevention methods in "evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.